Event description:
Additional information was provided that the device was later explanted due to normal battery depletion and will be returned for analysis.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
The device was later returned for analysis.

Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This device is included in the mid-life display of replacement indicators ((B)(6) 2007) advisory population.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) approximately one year and two months ago. This was unexpected as the patient noted having the device checked approximately six months ago and was told according to the battery gauge that they had half the device battery life remaining. It was noted that the current charge time (CT) was 25.1 seconds and battery voltage was 2.65. Technical services (ts) discussed that the date and timestamps may have been incorrect in the device and recommended scheduling the device for replacement. Additional information was provided that the date/time stamp was off by exactly one year in the device. The replacement procedure was also scheduled. No adverse patient effects were reported.